Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. It was stated that the reservoir and infusion set were not previously used. Customer was instructed to disconnect, check connection and reconnect. It was stated that the tubing could not be filled manually. Customer was advised to change reservoir. It was stated that the customer had changed the infusion set and reservoir several times before. Insulin is good. Nothing further reported.